Event description:
It was reported that the atrial lead would not fit into the device port. The lead was not used and a new lead was implanted.

Manufacturer narrative:
Additional information received confirmed no complaint on this lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Additional information reported stated that this lead was used for testing purposes only after the pulse generator was removed. There is no complaint against this lead.